Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No insulin pump alarm noted during test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed. The insulin pump performed the self-test. The insulin pump turned off for 5 seconds and went back to normal. The customer's blood glucose level was 208 mg/dl. Troubleshooting was performed and the insulin pump passed the self-test. The customer was advised that the device would be replaced and agreed to return the product for analysis.